Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found stuck tip sleeves in the reported problem area of the pipette assembly. Three each, tip clamp sleeves, plunger clamps, and tip clamps were replaced. The instrument was inspected, tested without further problem and returned to svc.